Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, (B)(4) addresses the minicap report and (B)(4) addresses the titanium adapter report for this patient.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included injections of vancomycin (1gm, frequency and route not reported) and amikacin (150mg, frequency and route not reported); cilanem (250mg injections in each bag, frequency not reported); oral tablets of cifran and flucon (doses and frequencies not reported). The actions taken with the pd therapy was not reported and the outcome of the peritonitis was unknown. Additional information was requested, but was not available at this time. This is report 1 of 3.